Event description:
The customer reported the device will not operate on ac power. The customer reported no patient involvement, no patient harm. Device evaluation and service pending repair.

Manufacturer narrative:
Evaluation and repair pending.

Manufacturer narrative:
The manufacturer¿s contact person address is: (B)(4).